Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt complained that pw does not work having leaks has done everything asked and still has leaks. Wants to return, unable to transfer to cs. Emailing sup. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt complained that pw does not work having leaks has done everything asked and still has leaks. Wants to return, unable to transfer to cs. Emailing sup. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.